Event description:
The customer reported false elevated alinity I tsh for one female patient born in 1995. A new sample from the same patient had lower results. The following data was provided: sid (B)(6) processed on (B)(6) 2025 reagent lot 79194ud00: alinity I serial number (B)(6) result = 276.491 and >100.000, alinity I serial number (B)(6) result = 271.368. Sid (B)(6) processed on (B)(6) 2026 reagent lot 80653ud00 on alinity I serial number (B)(6) = 2.483. Customer¿s tsh reference range = 0.4-4.0 me/l no impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending for the alinity I tsh assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 79194ud00. Device history record review did not identify any non-conformances, potential non-conformances or deviations with the complaint lot and issue. The overall performance of alinity I tsh reagents in the field was reviewed using data gathered from customers worldwide. The median population values for the complaint lot are within the established limits indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no system issue or deficiency of the alinity I tsh reagent lot 79194ud00 was identified.

Event description:
The customer reported false elevated alinity I tsh for one female patient born in 1995. A new sample from the same patient had lower results. The following data was provided: sid (B)(6) processed on (B)(6) 2025 reagent lot 79194ud00: alinity I serial number (B)(6) result = 276.491 and >100.000 alinity I serial number (B)(6) result = 271.368. Sid (B)(6) processed on (B)(6) 2026 reagent lot 80653ud00 on alinity I serial number (B)(6) = 2.483. Customer¿s tsh reference range = 0.4-4.0 me/l . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.